Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 354 mg/dl. The customer reported the following led up to the event that the customer has been experiencing high blood glucose due to insulin flow blocked document treatment for high blood glucose that the customer stated that she would change out her infusion sets to resolve the issue. The event involved product(s) mmt-342, mmt-7020a, mmt-1880, mmt-441a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported an insulin flow blocked alarm. The customer confirmed insulin did not exist during the 5u fill cannula or pump alarmed. The customer re-attempted the load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return was required for mmt-342. No product return was required for mmt-7020a. Mmt-1880 was requested and the customer response was the device will be returned. No product return was required for mmt-441a.